Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was received for examination and could not confirm the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to infected knee. Removal of implants was performed. Doi: (B)(6) 2020. Dor: (B)(6) 2020. Left knee.